Event description:
It was reported that caller experienced continuous glucose monitor error and needed assistance starting sensor session. There was no reported adverse impact to the customer. Caller reset pump, confirmed error did not reappear, and successfully started new sensor session with guidance from technical support.